Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer rolled over onto the screen and the touch screen became cracked. Customer is unable to unlock the pump touch screen due to the damage. Customer's blood glucose was 203 mg/dl. Reportedly, customer reverted to manual injections for bolus insulin and continued using the pump for basal insulin.